Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her son received a battery out of limit alarm and a sensor system alarm on his insulin pump. The customer indicated that some water may have entered the pump and has over delivered insulin. Her son's blood glucose was unknown at the time of incident. She indicated that she disconnected her son from the pump and has been monitoring him.